Manufacturer narrative:
The serial number of the analyzer was (B)(6). A general reagent issue could be excluded as calibration and qc data were within range. Sample material was requested. However, it was not available for investigation. The investigation did not identify a product problem. The exact root cause could not be determined.

Event description:
There was an allegation of false negative elecsys anti-hcv ii results with one patient sample tested on a cobas e 411 analyzer (disk system) when compared to other methods. On (B)(6) 2025: (B)(6) hcv: sample repeatedly reactive with sample drawn twice. On (B)(6) 2025: elecsys anti-hcv ii: 0.092 coi non-reactive using e411). On (B)(6) 2025: elecsys anti-hcv ii: 0.098 coi (non-reactive using e411). On (B)(6) 2025: elecsys anti-hcv ii: 0.111 coi (non-reactive using e411). Date unknown: elecsys anti-hcv ii: 0.090 coi (non-reactive using another e411). On (B)(6) 2025: elecsys anti-hcv ii: 0.0431 coi (non-reactive using cobas pure). Chemiluminescent microparticle immunoassay (cmia) method: 0.26 s/co (non-reactive). Hcv rna detection: detected.